Manufacturer narrative:
Device (B)(4) no longer applies to the event.

Event description:
Additional information received from the manufacturer representative indicated the pump did restart, but then stalled again. The hcp planned to replace the pump, but no date was scheduled to the manufacturer representative's knowledge. The pump remained at minimum rate mode.

Manufacturer narrative:
Analysis of the pump, model#8637-40, serial#(B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to the shaft bearing.

Event description:
Additional information received from the manufacturer representative indicated the pump was replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative regarding the delivery of dilaudid (25mg/ml, 8.5mg/ml) in an implantable infusion pump for non-malignant pain and complex regional pain syndrome type I. A motor stall as seen upon interrogation. It was unknown if the patient recently had an MRI. The error code 8476 was seen on the personal therapy manager (ptm). The pump logs had not been read yet. The healthcare provider (hcp) decided to set the pump to minimum rate and manage the patient with oral medication and until the patient was approved for replacement; surgical intervention planned, but not scheduled. The patient did not have "major symptoms", but experienced a "little bit of withdrawal." Additional information received from the manufacturer representative indicated one motor stall occurred on (B)(6) 2015 with no motor stall recovery recorded.

Manufacturer narrative:
Product analysis #(B)(4): stall was caused by seized upper shaft of gear 2. The main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was receiving dilaudid via an implantable infusion pump for non-malignant pain. It was reported that the patient was on their second pump and the first one "went out." The patient reported the pump went out a little earlier than normal. The patient reported the healthcare provider did not know what happened. The patient reported it was implanted in 2010 and replaced in 2015. The patient reported the pump started giving them problems in (B)(6) of 2015. The patient did not clarify what the problems were. The patient reported the healthcare provider weren't sure what happened and they would send the product in to the manufacturer for analysis. No symptoms were mentioned. The patient stated "the constant at that time was 110cc," and that they read that off their ID card. The patient reported they "get around 3.6 constant a day." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's pump "failed" in 2015 so she had to get a new pump implanted in (B)(6) 2015. The patient did not know why the pump failed at the time of the report. The patient said the pump "got to the point where it would not work a few years earlier than expected." No further complications were reported.